Event description:
It was reported that during a percutaneous peripheral intervention, stent dislodgement occurred. The target lesion was located in the left common femoral artery. The 8.0mm x 30mm x 75cm express ld iliac / biliary stent was used. As the device was passing through a 6fr x 11 cm super sheath introducer sheath, the stent came off the catheter. The stent was retrieved and nothing was left in the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous peripheral intervention, stent dislodgement occurred. The target lesion was located in the left common femoral artery. The 8.0mm x 30mm x 75cm express ld iliac / biliary stent was used. As the device was passing through a 6fr x 11 cm super sheath introducer sheath, the stent came off the catheter. The stent was retrieved and nothing was left in the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent has moved approximately 14mm from where it was originally crimped. The stent was crimped in the correct location as the impressions from the stent struts were evident on the balloon material. A visual and microscopic examination did not detect any damage to the struts however the stent outer diameter (od) on the returned device was not uniform. The od of the stent was measured and while the proximal end of the stent met the specification, the distal portion is outside the specification in the current condition. It is possible that this occurred as the stent was advanced into the sheath and then retrieved from the sheath. No issues were noted with the tip, shaft and balloon of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).